Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having communication troubles with the personal therapy manager (ptm). It was thought to be due to the position of the pump because the patient had lost a lot of weight and the pump was ¿just kind of tipped.¿ the caller wanted to decouple and recouple the ptm. The patient noted they were using the antenna. The pump system was being used to deliver morphine 25 mg/ml. Additional information received reported the patient was instructed to use an abdominal binder to keep the pump in place and was also given the option to have a revision of the pocket to ¿rescuer¿ the pump. There was no decision made at that time. Additional information received reported the morphine dose was 3.5 mg/day at 25 mg/ml. The cause of the event was due to the pump was tilted. An x-ray was performed on (B)(6) 2013 which noted the pump was tilted, but there was no change in the catheter position. A revision was performed on (B)(6) 2013. The patient did not require hospitalization due to the event.

Event description:
It was later reported the patient experienced back pain and less than 50% therapy relief. It was suspected the pump was flipped but it was not confirmed. A volume discrepancy was noted. The expected volume was 3.5ml. The actual volume was 13.5ml. The catheter was kinked at the proximal segment. A revision was done and the pump was re-anchored and secured in the pocket to reduce the risk of flipping. The catheter was patent once the kink was removed from the pump segment near the sc connector. The patient status was alive - no injury.